Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported she observed "a circular bruise on her arm" after two weeks of wearing the freestyle libre sensor. Customer contacted her doctor via phone and was advised to apply hydrocortisone cream, however customer stated that did not resolve the issue. Customer further reported having a follow-up appointment scheduled with her doctor and would contact abbott as to the doctors recommendations. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product was returned for this complaint and a valid serial/lot number was not provided. Dhrs for all freestyle libre sensor kits within expiration at the time of complaint and the DHR review showed no there were no deviations from the validated manufacturing process and no issues were identified.

Event description:
Customer reported she observed "a circular bruise on her arm" after two weeks of wearing the freestyle libre sensor. Customer contacted her doctor via phone and was advised to apply hydrocortisone cream, however customer stated that did not resolve the issue. Customer further reported having a follow-up appointment scheduled with her doctor and would contact abbott as to the doctors recommendations. There was no report of death or permanent injury associated with this event.